Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that they encountered a "purge not detected" alarm. It was reported that during set-up, the alarm "purge disc not detected" appeared, followed by the alarm "purge system failure". Changing the purge cassette did not solve the problem. After switching to the back-up controller, set-up was performed without any problem.

Manufacturer narrative:
D9 has been updated to reflect product was returned for investigation. Device status. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
Corrected information has been provided in d1. The cause of the reported inability to detect the purge disc on ic9027 could not be determined to the inability to reproduce.